Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 54 mg/dl while sensor glucose value was 200 mg/dl. The customer reported hyperglycemia. Drowsiness was mentioned as a possible symptom. Auto mode was in use. After replacing the injection set yesterday, the patient developed hyperglycemia and the patient recovered to an sg value of 156 mg/dl with a pen. Stated no interruption alarm. The sg value was 200 mg/dl in the morning, so the reservoir was attached again from the new reservoir, the tip was replaced from the tube connector, and the cannula was replaced. In particular, the cannula was removed, but it was not broken. User was not very used to the pump after about a month; the patient stated they would visit the hospital tomorrow and the person in charge will meet with the patient; user will consult with the physician at that time. Stated there was a medical device alarm that occurred in the middle of the night, "emergency: call an ambulance! I am a diabetes patient". The physician said that he had already solved the issue, but he explained the deviation efficiently; stated the sensor will be replaced if there is no occlusion in the injection set or if the deviation was performed. The event involved product(s) mmt-7040c9. The sensor was worn for unknown number of days. No product return is expected for mmt-7040c9.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.